Event description:
The customer stated that he was hospitalized due to hyperglycemia. The blood glucose reading at the time of the event was not reported. Troubleshooting was performed, and the insulin pump failed the prime test. The customer did not have the necessary supplies to perform any further testing.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.